Event description:
It was reported that customer had issues with the insulin pump. Customer stated she was unable to get her blood glucose above 49 mg/dl and the nurse came and changed her settings. Customer stated after low blood glucose she had emergency room visit for high blood glucose last (B)(6) 2014. Customer's blood glucose was 600 mg/dl. Customer stated she was wearing the insulin pump at the time of the hospitalization and was given intravenous fluids. Customer reported blank display on the insulin pump. Customer's blood glucose was unknown. Troubleshooting was not completed due to customer does not have new battery to test the insulin pump. The customer was advised that we will research the issue and someone will contact her. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.